Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02424, 0001822565-2020-02425, 0002648920-2020-00339, 0001822565-2020-02426. Concomitant medical devices: articular surface size gh 12 mm height, catalog #: 00596204212 lot#: 61490233, femoral component option size g left, catalog #: 00596401751, lot#: 61533789, stemmed tibial component precoat size 5, catalog #: 00598004701, lot #: 61588390, tibial block and screws precoat size 5 10 mm thickness, catalog #: 00598800527, lot #: 60387589, all poly patella standard size 35 mm diameter 9.0 mm thickness cemented, catalog #: 00597206535 lot#: 61595165, palacos rg 1x40 single, catalog #: 00111314001, lot #: 70664238, palacos rg,1 x 40 single catalog #: 00111314001, lot #: 70664238, palacos rg 1 x 40 single, catalog #: 00111314001, lot #: 70664238. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was admitted to the hospital for a blood clot in the lung approximately two weeks after a left knee revision procedure. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g4, g7, h2, h3, h6, and h10. Procedural related complications are influenced by the "type of surgery, patients pre-existing comorbid state, and perioperative management." If a dvt/ blood clot breaks free, it may travel through the bloodstream and block blood flow to the lungs. This complication is called a pulmonary embolism. Total joint patients are typically placed on medication post-operative for a period of time to help prevent the development of dvt/blood clot formation that can lead to an pe. As the complaint indicated the patient developed a post-operative complication of blood clot in the lung and was hospitalized, it can be implied medical intervention was completed to treat the pe, therefore our complaint category, medical: procedure related would be appropriate.